Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of angina and restenosis are listed in the xience pro, everolimus eluting coronary stent system, international, ce, instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified and 80% restenosed mid right coronary artery. On (B)(6) 2014 the patient was admitted with chest pain and angiography revealed in-stent restenosis of a 3.5 x 38 mm xience pro stent placed on (B)(6) 2013. The restenosis was treated with a drug coated balloon. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was reported.